Event description:
A registered nurse reported receiving an axiem communication error and emitter communication error when in the emitter details. The nurse stated that the system was functioning normally in navigate and then stopped working. The surgeon opted to complete the ent case without the use of the fusion navigation system. There was no negative impact to the patient.

Manufacturer narrative:
Patient information was not available from the site. Replacement axiem 4port shipped (B)(6) 2011, comm internal cable and field generator replacements shipped (B)(6) 2012. Rmas issued for axiem 4port, comm internal cable and field generator. No parts have been received by the manufacturer for evaluation.